Event description:
It was reported that the jaw was broken.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. The grasper was visually inspected for damages or missing parts, and the draw rod hinge pin is missing. The missing pin was not received with the product. Unable to function test the grasper due to the missing pin. Probable root causes could be user excessive force, or handling during cleaning/sterilization. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the jaw was broken.